Event description:
It was reported that the device shut down during the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: shut down during the case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause can be attributed to issues with the software. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device shut down during the case.